Manufacturer narrative:
As the device was received in a condition was contradictory to the complaint description. The concerto implant coil detached from the pushwire and missing. This condition was not reported at time of the event. As received, only concerto pushwire was returned for analysis without a dispenser coil and without an introducer sheath. The concerto pushwire was found bent at several locations from the proximal end. The coin was still against the lumen stop. The shield coil was found intact. The implant coil was already detached and not returned for analysis. The retainer ring was found ovalized and the inner diameter cannot be reliably measured. The release wire was found still within the retainer ring. No other anomalies were observed. Based on the reported information and returned device analysis, we were unable to determine the cause of the detachment of the implant coil. The implant coil were not returned for analysis, any contribution of the implant coil could not be determined. It appears that the retainer ring became damaged (ovalized) causing the detach element to exit the retainer ring. Possible causes for retainer ring damage are manipulation of the device against resistance, pushwire rotation, tortuous anatomy, or coil not retracted in a one-to-one motion with the implant pusher during repositioning. The pusher was found bent, indicative of either advancing the device against resistance or damage during return shipping to medtronic for analysis as the device was returned without its protective dispenser coil and introducer sheath. Related MDR for this event: 2029214-2020-00378. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that concerto coils experienced resistance and were stuck in the sheath. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. Evaluation of the returned device found that the implant coil was detached and missing from the pushwire.